Manufacturer narrative:
H3, h6: the product were returned for evaluation. The visual inspection of the returned product revealed that one of the pouches is open and there is contamination on the outside, this contamination is silicone adhesive. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. This event type is low occurrence/limited in scope, with no harms identified. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Additionally, there have been no previous investigations for the part number and failure mode reported. The root cause of the reported event was an issue during final inspection of the device. At this time, there is reason to suspect that the product failed to meet the product specifications at the time of manufacture, however, based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that three (3) allevyn gentle border 12.5 x 12.5 ctn 10 had the outer packing broken, and the surface of the product was contaminated. It is unknown whether this problem was noticed in a therapeutic environment or not; therefore, patient involvement has not been confirmed.